Manufacturer narrative:
H6: type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a same length lens. The reporter indicated that the replacement lens was implanted vertically, as the initial lens had been implanted horizontally. The exchange resolved the problem. Cause of the event was reports as unknown.

Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable claim # (B)(4).